Event description:
Chest tube to right side to suction due to complete spontaneous right pneumothorax. Two days later the chest tube was placed to water seal. Cxr taken 4 hrs later and tube placed back to suction. Two days later at 0400 the CT was placed to water seal due to md order. Cxr was done at 0800. At 1155 md notes no obvious air leak but lung dropped 20% on water seal - back to suction. Two days later to underwater seal. One day later small air leak noted. Chest tube to suction. Following day thoracoscopy with bleb resection. Chest tube to suction. The same day chest tube to water seal. Back to suction after 1 hr. Two days later chest tube to water seal. 2000 chest tube removed at 0925. No air leak noted. The following day 1040 30-40% pneumothorax noted on cxr. To or at 1130 for chest tube placement. Chest tube to suction. Two days later chest tube to water seal.